Manufacturer narrative:
Testing and investigation found the device did not alarm with a s233 malfunction alarm code; however, a s233 malfunction code was noted in the device history. Further testing found the device was warm to touch and the device fan was turning slower than expected. The probable cause of the customer reported s233 malfunction alarm code was a broken. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code and was warm to touch. The device was returned to the biomedical department from central supply with an unsigned note stating "malfunction s233." No information was provided; therefore specific patient information, pump programming, or event details were not available. There were no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted in the device history. No additional information was provided.